Event description:
It was reported that during implant attempt, there was ventricular oversensing when connecting the lead to the device. The lead was reconnected several times and the oversensing disappeared. The device was not used and was replaced. Later, grommet damage was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, grommet damage was noted.